Event description:
It was reported that after going transseptal with the preface sheath, while introducing an ez steer catheter, the hub of the preface sheath came off. The physician also complained that the inner dilator was larger than the sheath itself, making it difficult for him. A boston scientific ice catheter was being used to visualize the septum during the transseptal. The physician exchanged the preface sheath over a wire and replaced it with a slo sheath. Subsequently, pvi ablation began around the lspv. After several ablation lesions were applied, the pt went into pea (pulseless electrical activity). He was emergently intubated and CPR was performed. An echocardiogram confirmed the pericardial effusion and pericardiocentesis was performed. Once the pt was stabilized he had chest CT scan that showed lspv perforation. The pt emergency went to surgery for lspv repair. The outcome of the event was improved, the pt was discharged from the hospital, and the prognosis was excellent.

Manufacturer narrative:
(B)(4).